Event description:
It was reported the valve leaked air. There was no pt injury reported.

Manufacturer narrative:
St jude medical is awaiting device return. A f/u report will be submitted once the investigation is complete.